Event description:
It was reported that "it became unable to pace during use. It was functioning when the catheter was inserted but the pacing stopped shortly later. The catheter was removed and replaced. No problem was observed with the pulse generator." There were no patient complications reported.

Manufacturer narrative:
The product was returned for evaluation. The customer report was confirmed. The catheter was found to have a short condition between the proximal and distal lead wires inside the catheter body at approximately 2cm from the tip. Insulation was not found on both leadwires at this region. Insulation on the lead wires was not intact at various locations. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the catheter body or returned monoject 1.3cc limited volume syringe. Visual examination was performed under 10x magnification. This is a supplier issue; any necessary actions will be issued to the supplier. A device history record review was completed and documented that the device met all specifications upon distribution.